Event description:
It was reported that a user new to the ilet pump experienced a low glucose concern after dinner, noted a sensor glucose of approximately 80 mg/dl, and self-treated with a glucose tablet, after which the glucose was 91 mg/dl; the user sought guidance on whether to take additional carbohydrates and was advised to wait for a pump alert and treat lows only when alerted. Symptoms included concern about hypoglycemia without reported loss of consciousness, seizure, or injury. Outcomes included no hospitalization and resolution of immediate concern with education on appropriate treatment thresholds. Investigation included remote troubleshooting and user education on hypoglycemia management and pump alert response. Investigation of this case revealed no device alarms or malfunctions and suggested user anxiety and overtreatment of perceived hypoglycemia as the driver of the event. It was concluded, based on previously established findings for similar reports, that user-related factors and use error were the most likely causes.